Event description:
Endoleak (type ib): the relay plus was implanted on (B)(6), 2021. On (B)(6), 2022, the physician reported that the patient would undergo reoperation due to a type ib endoleak. At the time of implantation, the procedure was successfully completed without any endoleak, but the endoleak occurred a few years after the procedure. The physician is planning to implant a competitor's device from under the implanted relay plus. The date of procedure is currently undetermined. The patient's current condition is unknown. It is likely that CT during a regular examination may have revealed that the aneurysm became larger again. Operation type: tevar. No blood loss. (Tc#bm220901944). Patient outcome - "the current patient's condition is unknown."